Event description:
The end user who is a nurse reported that the chair is sliding on the left side. The brake will not grab, she called her provider who told her the wheel is too smooth and to use sandpaper. End user believes it is the brake is not grabbing. She needs to have the chair locked for positioning.